Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Analysis of the pump revealed no anomalies.

Event description:
An alarm was reported. The alarm that was occurring was a pending alarm. The reporter read the pump prior to implant, saw it had a pending alarm so the pump was not used. The reporter did not read the logs to see when the motor stall was. Additional information later reported that when the pump was interrogated instead of the pump saying shelf state a message said pending alarm.

Manufacturer narrative:
(B)(4)